Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that removal difficulty occurred. An 8.0-29 carotid wallstent self-expanding and a filterwire were selected for use. Post dilation, upon removing the delivery system, strong resistance was felt. The wire was moistened and flushed thoroughly, and the filterwire and wallstent were able to be removed separately from the patient. There were no patient complications as a result of this event.